Event description:
The user facility reported that the case was a right femoral arterial access with a micro puncture kit and exchange for five french merit vertebral catheter over bentsen wire. The subject wire .035, 180 cm angle glide wire was inserted through a three-way stopcock to advance the catheter to the target site beyond the right carotid artery. The glidewire was removed smoothly without incident. A right cerebral angiogram was obtained. An x-ray artifact found near the area where the glidewire was previously. The patient's hair and x-ray table were inspected in an attempt to locate the external x-ray artifact; however, none was found. An abnormality was noted on the leading edge of glide wire by a tech. The tech noted it looked like a fiber on the leading edge. It was suspected that the tip of the glide wire became separated from the water body and was inside the patient. Additionally, a right cerebral angiogram was obtained. A snaer catheter system was inserted in an attempt to remove the x-ray artifact; however, it was unsuccessful as the artifact became dislodged and traveled into the distal cerebral artery. The x-ray artifact was left in the patient. The catheter and sheath were removed. The patient had previous carotid issues which led to the pipeline placement. The blood loss was less than 250cc's. Additional intervention was required in an attempt to remove the glidewire tip. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 16oct2023: there was no noted difficulty with the wire being advanced as described through the 3-way stopcock. There is no additional intervention planned to remove the wire fragment. The patient was in stable condition and was discharged for the hospital.